Event description:
Patient reported they want 12 mm length of the needle set instead of the 9mm length as her md recommended due to leakage issue. Dates and further details are unknown. Patient did not miss any doses due to issue. No adverse event reported due to issue. Unknown if product is available for return. No further information provided. Diagnosis for use: common variable immunodeficiency, unspec.